Manufacturer narrative:
The event occurred on an unspecified date of (B)(6) 2022, further described as "over the last few weeks in (B)(6) 2022". The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia cassette disconnected from the solution bag. This was identified during set up of peritoneal dialysis (pd) therapy, before breaking the frangible on the solution bag. There was no visible damage to the products or shipping materials. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation with the white clamp supply line attached to one cut solution bag and one blue clamp supply line attached to one cut solution bag. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. There were no issues observed with the connection/disconnection between the frangible assembly and the connectors on the two supply lines. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.